Manufacturer narrative:
(B) (4). Evaluation summary: the broken threaded pin was returned for evaluation. As returned, the device is bent and exhibits circumferential scarring. Instruments used are unk; it is unk whether the starting point locator was used. Surgical technique used is unk. It is unk whether the technique used correlated with the surgical technique. Details of other pin used are not provided, so the device history records could not be reviewed and its condition is unk. Reasons why the pin bent are also unk, however, a probable contributor is coming into contact with the first pin. Insufficient information is provided to determine the root cause of the event. There have been no prior incidents reported similar to this. This product will be monitored for any adverse complaint trends. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
Guide pin was inserted into femoral canal. Surgeon used second guide pin to change entry point, using first pin as reference point. As he drilled the second pin in, it contacted the first pin and the tip broke off. He removed the second pin and continued with the first pin. The case was completed without further incident. Removing the tip was determined to be too complicated a procedure and was not causing any issue with the function of the implants.